Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that high resistance was encountered when the coil was advanced into the microcatheter. During removal, the coil unexpectedly detached inside the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury, intervention, or health damage.

Manufacturer narrative:
The pusher, implant, and microcatheter were returned for analysis. The microcatheter was reported to be a progreat. A second pusher was also returned with the unit, but it was not within the scope of the complaint. The introducer and dispenser hoop were not returned for evaluation. An analysis of the returned implant found the implant to be in good condition and without damage. The pusher was found to be in good condition with only limited damage at the distal tip. The strain relief displayed minor folding and scuffing. The pusher was not found to have any evidence of in-air thermal detachment. The microcatheter was found to have a damaged region 11" from the distal end. The damaged area had a shrunken outer diameter, and a pinch in the coil. The monofilament was removed from the pusher for further analysis. The distal end of the monofilament was found to have a mushroom profile. The mushroom profile is characteristic of a unit that has been subjected to thermal detachment. The implant was returned detached from the pusher. The profile of the monofilament is consistent with that of a unit that was detached correctly via a v-grip detachment controller. The microcatheter displays damage that is consistent with the resistance experienced by the physician. Though it cannot be confirmed, it is suspected that the coil was caught at the pinch in the microcatheter during retraction.